Manufacturer narrative:
.

Event description:
Company representative reported, on behalf of health professional, a "delayed seroma", "alcl", and on and off swelling, side unknown. Event will be captured as lymphoma until pathological markers are received to confirm alcl.

Manufacturer narrative:
Medwatch submitted on: 01/14/2016.

Event description:
Company representative reported, on behalf of health professional, a "delayed seroma", "alcl", and on and off swelling, side unknown. Event will be captured as lymphoma until pathological markers are received to confirm alcl. Health professional additionally reported, "alcl case report: [patient] underwent uncomplicated bilateral breast augmentation with mcghan style 468 saline-filled breast implants. [Patient] did very well until [patient] noted intermittent swelling of [the] left breast. Mammogram and ultrasound of the left breast ordered by [the] pcp confirmed peri-prosthetic seroma without any abnormal breast tissue findings. The swelling became more persistent and [patient] was seen in the office for eval, and was taken expediently to the operating room for seroma aspiration, cultures, and capsule biopsy, confirmed alcl. Cultures were negative. One week later, [patient] underwent complete capsulectomy and implant removal without replacement.

Manufacturer narrative:
Medwatch submitted on: 12/07/2015. Device labeling addresses: published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Company representative reported, on behalf of health professional, a "delayed seroma", "alcl", and on and off swelling, side unknown. Event will be captured as lymphoma until pathological markers are received to confirm alcl.